Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl, indicating that the free-hand cable is faulty. There was reportedly no patient involvement. The complaint was escalated for technical investigation, and the results indicate it was found that the free-hand cable is faulty, requiring a spare part. Based on the available information and testing conducted, the reported problem was confirmed to be a faulty free-hand cable. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device became operational after repairs were completed. The investigation concludes that no further action is currently required, but the complaint file will be reopened if additional information is received. Remote support provided.

Event description:
It was reported to philips that the free-hand cable is faulty. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.